Event description:
The customer reported that during a patient event, their device would not recognize a patient connection through the defibrillation hard paddles assembly. The customer indicated that they were able to use a backup device during the event. The customer was unable to provide any additional information regarding the patient event. There was no adverse outcome of the patient reported.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The cause of the reported issue could not be determined.